Event description:
It was reported by the distributor that a female patient underwent a coronary intervention on (B)(6)2010. Following the procedure, a 6/7f mynx device was used for femoral arterial closure. The deployer was a nurse, in training to the device. It was reported that post closure "small bleeding" occurred when "too much pressure" was applied by the deployer during the 2 minutes of additional compression. A compression bandage was applied. Sometime post procedure (exact timeframe unknown), there was more bleeding and it was reported that the upper leg was "full of blood." The bleeding could not be controlled therefore the patient underwent surgery. It was reported that the patient's inr was 5.2 during the procedure, however the staff was not aware of it at the time of closure. The hospital staff confirms this incident was not related to the mynx device, but was due to the high inr during the time of the mynx procedure. The patient was reportedly discharged on (B)(6)2010 without further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation of the device could not be performed. Based on the patient and procedural information provided, the cause of the access site bleed could not be conclusively determined. It was reported that patient's inr was 5.2 during the procedure. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with documented inr >1.5 or patients currently receiving glycoprotein iib/iiia. The review of the lhr (lot f0834701) indicated that the mynx device met all established performance specifications upon shipment.